Event description:
Additional information received noted that the right ventricular lead was capped and replaced and high defibrillation n impedance was noted on the right ventricular lead instead of varying high voltage impedance.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited varying high defibrillation impedances. Through fluoroscopy, externalized conductors were noted. No interventions were performed. The patient was in stable condition.